Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was loose and not working as it should. There was an increase in smoke in the tunnel during branch ligation in thigh. Hemopro wand removed and inspected - "nothing on it". Reinserted wand to ligated remaining 3 branches. Noticed ineffective energy delivery as harvester needed to hold switch from "quite a while for it to burn". Smoke issues remained. New vh-4000 requested to complete the procedure without further incident and smoke. Upon inspection after evh, the original hemopro wand had metal filament separated from jaws with large amount of black eschar on the jaws. No components detached. The procedure was completed with new device. No procedural delay except time to open new kit. No patient injury reported.

Manufacturer narrative:
Tw (B)(4) updated sections: b4,b5,g3,g6,h2,h11. Corrected sec: h6 device code changed to 1198, 1585, 2981. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported vasoview hemopro 2 tip was loose and not working as it should.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, e1 (event site telephone, event site email), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000464545 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.